Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing procedure. The blood glucose reading was 130 mg/dl. The customer put the plunger in the reservoir, reconnected the protector cap to the reservoir, and was able to push insulin into the tubing. She declined to stay on the call during troubleshooting before completing the infusion set change. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.